Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom false downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were confirmed through review of the event history log. The unit passed all downstream occlusion testing and no related part was found to have malfunctioned.

Event description:
It was reported that a spectrum pump displayed false downstream occlusion alarms during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.